Event description:
No product malfunction of the benevison n15 patient monitor was reported. However, it was reported that on april 10, 2024, at 10:00 am, a patient was burned at the breast where the ECG electrodes were positioned. The patient was connected to benevison n15 at the time of the occurrence. The patient recovered.

Manufacturer narrative:
A mindray representative visited the account; however, the facility doesn't know which benevision n15 monitor was involved with the occurrence. The unit was never removed from service and continues to be used. Mindray is developing efforts to identify and evaluate the unit. The used ECG electrodes are not accessories provided by mindray. The ECG accessories were purchased by the customer, and the biocompatibility is unknown.

Event description:
No product malfunction of the benevison n15 patient monitor was reported. However, it was reported that on (B)(6) 2024, at 10:00 am, a patient was burned at the breast where the ECG electrodes were positioned. The patient was connected to benevison n15 at the time of the occurrence. The patient recovered.

Manufacturer narrative:
Despite multiple good-faith efforts, it was not possible to determine which benevision n15 monitor was involved in the event. Additional details became available. 1. The patient discovered the burn two weeks after the procedure. The burn occurred on the skin at one of the electrode sites; 2. The customer used a benevision n15 monitor with a third-party brand of electrode pads to monitor the patient's signs. The third-party brand of electrode pads was not validated for use with the benevision n15 monitor. 3. No product malfunction of the benevison n15 patient monitor was reported, and all mindray monitors are in use at the account. No similar occurrences were reported. In conclusion, the ECG electrodes are not accessories provided by mindray. The customer purchased the ECG accessories, and their biocompatibility is unknown. The investigation is inconclusive, but no malfunction was detected with any benevision n15 monitor.